Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is presumed that the cause was the use of a third-party xenon lamp, which caused the error code e103. Once the lamp was replaced, the problem was resolved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance a e103 (lamp light-up error) occurred on the evis exera iii xenon light source. However, the lamp was working with a 3rd partly lamp and the spare lamp indication was shown blinking. There was no patient involvement associated with this event.